Event description:
A customer contacted beckman coulter inc. (Bec) reporting that approximately half a cup of clear fluid had leaked under coulter act diff analyzer. The leak was not contained in the unit. The operator was wearing gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse confirmed the leak inside and found a hole in the tubing below the triple syringe assembly; tubing was replaced, resolving the leak. Per product labeling: warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).